Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that this right ventricular (rv) lead presented with an increase in pacing threshold measurements from 0.9 to 4.5 volts. The rv lead programmed so that the bradycardia therapy is off and the patient is receiving lv pacing only. No adverse patient effects were reported. The rv lead remains implanted.